Event description:
It was reported by the facility that during sterilization the electric pen drive ran continuously while turned off. The product has not been returned and no additional information about the event is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history for the past six months was reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: quantity noted for clarification; not previously reported. The device is an instrument and not implanted/explanted. Device usage: unknown.

Event description:
This reported event is for one device instrument.